Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the exact bariatric procedure being performed? Was there any alleged deficiency with the white reload? Does the surgeon wait 15 seconds prior to firing? Was there any issue noted with staple formation in initial procedure? How long after initial procedure did bleeding occur? How was the bleeding identified? How was the bleeding addressed? Why does the surgeon associate the bleeding with the echelon stapler? What is the current patient status?

Event description:
It was reported that the doctor made a bariatric surgery using on the last shot a blue charge. During the postoperative the patient had a bleeding and the doctor associated this problem with the stapling line. He had to do a treatment for the patient. The date of the surgery was (B)(6) 2017. However the exactly date of when the patient presented the bleeding is unknown. It is only known that the problem occurred after the postoperative date.

Manufacturer narrative:
Additional information requested and received: product complaint #: (B)(4), date sent: 3/22/2018. What was the exact bariatric procedure being performed? Gastric by pass. Was there any alleged deficiency with the white reload? I did not notice. Does the surgeon wait 15 seconds prior to firing? Yes. Was there any issue noted with staple formation in initial procedure? I did not notice. How long after initial procedure did bleeding occur? First day after procedure. How was the bleeding identified? The patient vomited blood. How was the bleeding addressed? The patient was reoperated. Why does the surgeon associate the bleeding with the echelon stapler? When the surgeon reoperated the patient, he observed that the staple line was open in the gastrojejunostomy. In the same day the surgeon was performed more 2 procedures with manual stapler and nothing occur. In the procedure he performed with powered stapler occur the problem. What is the current patient status? The patient is progressing well.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/10/2018. Blood loss.